Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced sweating, palpitations and was unable to self-treat, requiring treatment of juice and a muffin orally provided by their husband. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced sweating, palpitations and was unable to self-treat, requiring treatment of juice and a muffin orally provided by their husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.